Event description:
It was suggested that improper storage of the electrode may have caused gel to escape from the electrode and leak into the storage pouch. If this was the case, there may not have been good skin coupling with the electrode. All disposable electrodes located on crash carts. Outfitted with the defibrillator as a precaution. Also, appropriate nursing staff and spd staff were informed of the proper storage of this item. Biomedical engineering will recommend to the manufacturer to change the labeling on its packaging so it can be read more easily, for example, blod letters reading "must be stored flat". Existing lettering is difficult to read (see figure 1 attached.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.